Event description:
It was reported that the device had a line in the middle of the screen display. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of display ¿ line in the middle was confirmed. On 12-aug -2024, pcu was received unboxed and with paperwork. Pcu passes asm functional testing but failed display test. Internal investigation isolated the problem to display. Root cause could not be determined. The unit may have damaged during transit. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace pcu front panel including display. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of display ¿ line in the middle was confirmed. On 12-aug -2024, pcu was received unboxed and with paperwork. Pcu passes asm functional testing but failed display test. Internal investigation isolated the problem to display. Root cause could not be determined. The unit may have damaged during transit. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace pcu front panel including display. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had a line in the middle of the screen display. There was no patient involvement.